Event description:
It was reported by repair work order that the brakes were not holding due to cracked side control support shaft. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.